Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tap not sticking event on 06-april-2024. Cause of product was not adhering due hot yesterday. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.